Event description:
It was reported that the patient underwent an initial anterior cervical discectomy and fusion procedure. During the procedure, it was reported that a mallet was used to tap the screw forward, which resulted in the fracturing of the distal tip of the screwdriver. No pieces were retained by the patient. No patient complications were reported. No additional information available.

Manufacturer narrative:
The reported event was able to be confirmed via a visual assessment. The visual assessment showed an instrument with surface scratches and the distal tip was broken as reported. A functionality assessment was unable to be performed due to the damaged condition of the screwdriver, which was removed from distributable inventory. A DHR review was performed for the instrument lot and there were no manufacturing anomalies identified. The instrument lot met all required specifications prior to being released to distributable inventory. The system screwdriver lot has been available for distribution since 7/18/2016. The system surgical technique guide provides guidance on preparation of patient bone for implantation of system screws, including a statement that includes, "in cases where there is unusually hard bone present, drilling can be performed." The complainant reported that the screwdriver malfunction occurred when the surgeon was having difficulty advancing a system screw into hard bone and utilized a mallet to tap the screw forward. There has been zero other complaints of similar nature in the past 12 months. The manufacturer will continue to monitor this instrument for complaints from the field.